Event description:
No staples deployed after firing the device. Used a second like device, and 80% of the staple line was open and the staples were not formed. Not indicated how case was completed. There was no pt consequence noted.